Event description:
Patient alert and oriented x 3, assisted to commode. The patient sitting on commode and leaned back and the back support broke fell backwards off of commode. CT head completed. Results: negative, no injuries. Bedside commode weight capacity: 350 lbs. And patient weight was under the weight capacity.